Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusion sets tubing detached from connector on (B)(6) 2024. Infusion set had been used for 24 hours. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.